Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit uploaded properly using carelink. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. Unit had intermittent button response on the esc button due to flattened dome switch. During visual inspection, the keypad connector on the lcd board was found locked properly. Unit had corroded battery tube.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit uploaded properly using carelink. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. Unit had intermittent button response on the esc button due to flattened dome switch (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit had corroded battery tube.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and hospitalized for high blood glucose. The customer¿s blood glucose level was 491mg/dl at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.